Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery lesion. A 6x39 mm omnilink elite balloon expanding stent was advanced to the target lesion. However, during removal, the stent got stuck on the end of the sheath and dislodged from the balloon. The balloon was pushed back to the proximal superficial femoral artery and fully expanded inside a previously implanted non-abbott stent. An additional device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.